Event description:
Information from ae regulatory system: at 10:01 am on (B)(6) 2025, in the operating room of the medical cosmetology department, a patient was about to be injected with botulinum toxin type a to improve wrinkles. When extracting the liquid, it was found that the needle tip bevel of the opened 1 ml disposable sterile syringe was severely bent and could not be used. A new 1 ml disposable sterile syringe was immediately replaced and treatment continued. Ae report no.(B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: the customer confirmed that the syringe needle was found bent after the needle shield was opened. Material code is 328421, affected quantity is 1. No photos, no sample, no customer response is needed. Sample availability: no sample availability details: no sample available.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.